Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an invalid transmitter ID alert. Reportedly, the customer had the incorrect transmitter ID entered in the pump, the customer replaced the transmitter on their own as a part of troubleshooting prior to calling. Tandem customer technical support instructed customer to enter the correct number, a new sensor session was started. A root cause could not be determined, customer was encouraged to call in to troubleshoot any issues in the future, customer acknowledged and a replacement transmitter was sent.